Event description:
On 1/20/00 pt had mammogram done. They reported to radiologist that they had injured themselves several months prior and since then their left breast implant "has not been right." Seen in office on 2/24/99. Recommended that pt have removal and replacement of implant. Bilateral breast implants removed. Bilateral breast implants noted to have leaks but no free gel noted in either breast capsule.